Manufacturer narrative:
Upon follow up with the user facility, steris endoscopy has confirmed that the reported event occurred prior to patient use. There was no harm to the patient or user. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. The device subject of this complaint was returned to steris endoscopy for evaluation, which found the internal catheter of the needle was kinked and broken away at the attachment to the handle assembly. This condition may be the result of user handling, specifically device articulation while tightly coiled or extreme articulation near the handle assembly. Statements from the instructions for use prior to insertion of the device into the endoscope include: "actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. Do not attempt to actuate the injection needle with the catheter in a straightened position." Steris endoscopy has offered in-service training on the use of the carr-locke injection needle; however, the user facility has declined.

Event description:
Steris endoscopy received user facility medwatch report number mw5095298, which reported that a carr-locke injection needle failed to deploy.